Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead exhibited high pacing threshold. When the physician attempted to reposition the rv lead, the helix was unable to be retracted. The rv lead was removed and replaced on (B)(6) 2023. The patient has no adverse consequences post surgery.

Manufacturer narrative:
The reported events were helix mechanism issue and pacing threshold was too high. As received, a complete lead was returned in two pieces with helix mechanism issue confirmed and reported pacing threshold too high was not confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. After cutting, cleaning and applying torque directly to the inner coil, the helix was able to extend and retract with the measured full helix extension length within product specification. X-ray examination found no anomalies and electrical testing found no indication of conductor fractures or internal shorts.